Event description:
A transurethral resection of the prostate was in progress when the anesthesiologist noted that a snap on the pt's gown had become extremely warm and the hp generator was turning off and on. The electrosurgical equipment was changed and the case was completed with no further incident.